Event description:
Device 2 of 2. Please see MFR's report number 1627487-2010-01365 for device 1. On (B) (6) 2010, the pt was implanted with a scs system. On (B) (6) 2010, it was reported that the pt fell and subsequently lost stimulation. The sales rep met with the pt and tried reprogramming the device, but was unable to recapture the stimulation. An x-ray was taken and a disconnect was observed between the extension and the ipg. The doctor did an exploratory revision and observed fluid in the ipg header and decided to replace the device. The extension was also replaced as it was missing a contact. The pt is currently satisfied with the stimulation.

Manufacturer narrative:
Device evaluation 2 of 2. Please see MFR's report number 1627487-2010-01365 for device 1. Evaluation: the device history sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The extension was visually inspected and found to be discolored and missing one terminal end electrode. No other visible anomalies were noted. The extension failed continuity and resistivity testing. Conclusion: the cause of the reported complaint is confirmed. The extension is missing an electrode and several channels measured open. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.